Event description:
It was reported that rep had questions about elevated impedances and states some pts have previously had bipolar values right around 4000 or less but with 1 monopolar outlier. Rep noted one specific patient who is needing an MRI today went to the facility for their scan but it was discovered that one monopolar contact was at 4500 and 3 bipolar combinations with contact 3 that were at 4400. Rep states he has also heard of some patients having values at 2100 ohms which have been the impedance values for the entire life of the batteries but they are denied MRI. Rep looking for additional guidance or any new data, besides what is in mr labeling, to pass along to clinician. Rep states these events have or will be reported appropriately.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.